Event description:
The customer reported the c-arm continually would get an overload fault error during fluoro, followed by the screen going white. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and regreased. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.